Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements at 7.0 volts at 0.4 milli seconds. Post operation, this rv lead was 1.1 volts at 0.4 milliseconds. Furthermore, a damaged in the part of myocardium had perforated during ischemia treatment. Additional information received which indicated that the doctor's opinion, the perforation was confirmed after treating the ischemia, so there may have been an area of damaged myocardium, and the lead placement location may have also been damaged and may have progressed gradually after placement. It was confirmed via xray no obvious perforation was found on x-rays. The perforation whereas the lead was placed in the ventricle, the perforation must have been in the ventricle. This lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event. Correction to field b2. Outcomes attrib to adv event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold measurements at 7.0 volts at 0.4 milli seconds. Post operation, this rv lead was 1.1 volts at 0.4 milliseconds. Furthermore, a damaged in the part of myocardium had perforated during ischemia treatment. Additional information received which indicated that the doctor's opinion, the perforation was confirmed after treating the ischemia, so there may have been an area of damaged myocardium, and the lead placement location may have also been damaged and may have progressed gradually after placement. It was confirmed via xray no obvious perforation was found on x-rays. The perforation whereas the lead was placed in the ventricle, the perforation must have been in the ventricle. This lead was surgically repositioned and remains in service. No additional adverse patient effects were reported.